Event description:
Customer reports the following: "staff reported pump displaying "reload cassette, tubing set not recognized." No patient harm reported. Reported by [biomed] that "separate cassettes used by staff and myself. Cassette area cleaned by staff and myself". Also confirmed biomed performed the close lever/push cassette test and still same error". Preliminary review of the device logs indicate that the repeated incidents of tubing set not recognized indicates a possible issue with the set ID assembly. Also, the logs indicate a pump problem alarm occurred, possibly related to an av encoder parity error. The pump should be returned for evaluation. This did not stop an active infusion. Further investigation of the pump revealed the following: ingress across set ID seal leading to electrical failure of the set ID sensors. Ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Unit was also found to have an installation error misaligning the seal such that it was adhered to a neighboring screw boss and interrupting the seal perimeter. Adhesive issue will be addressed with a CAPA. Misalignment issue with be addressed with a scar. Fresenius kabi opened an internal CAPA in january2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313- 2023. Fresenius kabi is submitting this report after a retrospective review of all complaints where a set ID sensor failure has been identified.